Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic transabdominal preperitoneal (tapp) surgery, the device's thread was broken during closure of the peritoneum. A new device was used to complete the case. There was no patient injury.